Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a pump failure. The pump split where the ridges end, toward the bottom of the pump where the smooth surface begins. The patient was unable to use his device. No other adverse patient effects were reported.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A separation was noted on the pump bulb. This is a site of leakage. The surfaces appear to be non-striated, dull, and smooth, indicating that sufficient stress(s) was exerted. Abrasion was noted on the exhaust tubes of cylinder 1 and cylinder 2. No functional abnormalities were noted with either cylinder 1 or cylinder 2. Abrasion was noted on the reservoir inlet tube. A separation, surrounded by abrasion, was noted on the reservoir inlet tube. This is a site of leakage. Based on examination of the returned product, it was concluded that the non-striated, dull, and smooth surfaces associated with the separation indicate that sufficient stress was exerted on the pump bulb. It was also concluded that while in-vivo, both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the reservoir inlet tube. Separations of these types could then allow the loss of fluid, making the device inoperable. However, it could not be determined if one or all sites were the cause for the reported failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.